Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported during implant that the leadless implantable pulse generator (ipg) exhibited no telemetry when placed. Several locations were attempted with no telemetry. The device was recaptured with "no problem getting telemetry" "out of the body". The ipg was attempted to be implanted again with no telemetry reported. The ipg was removed and will not be replaced. No patient complications have been reported as a result of this event.